Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11d12038, h11h09050, and h11h31070 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The consumer reported the cause of the peritonitis was after an unspecified procedure, the catheter was infected and needed to be replaced. The nurse reported it was probably caused by a break in aseptic technique, but was unsure. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The outcome was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse was unable to determine if the event was related to dianeal therapy. The nurse reported that the consumer was a poor historian when providing medical information and that she could not comment on the consumer's previous report that he had a procedure and felt the catheter was infected. The event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.